Event description:
It was reported the device would not respond to two different programmers. There was no tone with magnet application. No pacing spikes were seen on the ECG monitor. It was also reported the patient had a fall on (B)(6) 2010. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported the device would not respond to two different programmers. There was no tone with magnet application. No pacing spikes were seen on the ECG monitor. It was also reported the patient had a fall on (B)(6) 2010. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed battery shorting and low battery resistance. Evaluation summary (B)(4) battery - shorting, low resistance.

Event description:
It was reported the device would not respond to two different programmers. There was no tone with magnet application. No pacing spikes were seen on the ECG monitor. It was also reported the patient had a fall on (B) (6) 2010. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.